Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that syringe needle became blocked after it was inserted into the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer was able to successfully fill a cartridge.